Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/4/2020. A manufacturing record evaluation was performed for the finished device w9962; lg8bzzc0 number, and no non-conformances were identified. H3 investigation summary: upon visual inspection of three pictures, the following was observed. The first photo show two foils of different product code and lot. One foil belongs to product code w9962, lot lg8bzzc0 (vicryl rapide) and the other packet is monocryl suture of product code mcp4959, lot pa6739. In the second and third picture, it was observed two needles in each picture and one needle in each photo appears to be broken. No conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Note: events reported via mw 2210968-2019-90572 and 2210968-2019-90574.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the needle tip was broken. It was unknown how the procedure was completed. There were no adverse patient outcomes.